Event description:
A materials specialist reported that during a glaucoma filtration shunt implantation, the shunt would not release from the delivery system. There was no reported impact to the pt. Add'l info has been requested.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacture's release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4). (B)(4).